Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Static images and media files were provided for review. Patient¿s executive summary was provided for anatomical review. Patient annulus perimeter was 83.2 millimeter (mm) with a perimeter derived diameter of 26.5 mm suggesting a 34mm evolut. Fluoroscopic valve load inspection was performed. The inflow overlap involves at least 3 ½ nodes which would fall under the acceptable range. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. Since a misload was not identified at this time and the team proceeded with the implantation. It was reported that a pre dilatation was performed with a 22mm balloon. Medtronic pre dilatation guidance suggests choosing a balloon size based on the minor axis of the annulus. In this case, the annular minor axis was 24.8mm which would suggest a 24mm semi compliant balloon or a 23mm non-compliant balloon. There was an infold with the first deployment attempt. Of note, the aortic valve was calcified. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Once the infold was identified, proper action was taken. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the patient¿s calcified anatomy was likely a contributing factor, a new valve was implanted. No adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this. This event does not allege a device misuse medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant dilation was performed using a 22 mm non-medtronic atlas gold balloon aortic valvuloplasty (bav). The valve was loaded by a new valve loader, under direct supervision of an experienced medtronic field representative. The load passed fluoroscopy inspection, with apparent crowding to the third node. On the initial deployment attempt, at 80% deployed, infolding was noted. It was reported that the aortic angulation was steep. Considerable forward push was applied to the delivery catheter system (dcs) during the initial stage of deployment to assist the valve to pivot on the non-coronary cusp (ncc) and lay over the steep anatomy. Multiple views were checked to confirm the infold. An angiogram revealed significant paravalvular leak (pvl) and a large infold from the inflow up to the distal capsule. The valve was recaptured and removed from the body. The second valve was prepared and passed the fluoroscopic inspection, with crowing noted bet ween nodes 1 and 2. The replacement valve was successfully implanted on the first attempt. Of note, there was a procedural delay to prepare the replacement valve. No adverse patient effects were reported.